Event description:
Olympus was informed that during a therapeutic laparoscopic ventral hernia repair procedure, the tip of the sonosurg probe broke off and fell inside the pt's cavity. The broken piece was retrieved from the pt. The user utilized another sonosurg probe; however, this second probe also broke. As a result a third sonosurg probe was used to complete the procedure; the model and serial number of the third device was not reported. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The device was determined to have fractured 16mm from the distal end. The teflon jaw of the hand piece was slightly charred and discolored. The returned devices will be forwarded to the original equipment MFR for further investigation. This report is being submitted as a medical device report in an excess of caution. Cross reference MFR report # 8010047-2012-00274.